Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. Olympus will continue to monitor the performance of this device.

Event description:
The customer provided additional information on 13-jun-2022: when the error codes and beeping occurred, they waited for the product manager who was in the room to fix the problem. There was no problem removing the device, the broken jaw was still hanging in the air, and only when he removed it from the patient's abdomen did it break completely. No special examination was done other than looking at and stopping the surgery. The post-operative treatment course was not changed. The delay was for a few minutes, they immediately brought a new device and continued the surgery.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The subject device was discarded by the user facility. However, the reported phenomenon of the device was confirmed by photos provided by the facility. The photographs confirmed the probe was broken and the tissue pad was worn away. Based on the results of the investigation, the definitive root cause of the event could not be determined. However, based on the photos provided by the facility and past investigation results, the probe damage error (error code: u504) and the broken probe likely occurred due to contact with a surgical instrument or the non-insulated area of the grasping section. Also, the probe damage error (error code: u601) likely occurred because the probe check was performed with a crack in the probe. The event can be prevented by following the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, approximately two (2) hours into a therapeutic hysterectomy procedure, the ultrasonic bipolar generator (usg-410) displayed two (2) probe damage error codes, u504 and u601, and started beeping. The thunderbeat device was removed from the patient and the probe jaws were cleaned with wet gauze, the electrode was tested, the cable was checked and it was confirmed there was no contact with metal. After performing troubleshooting, the customer reported the system passed testing. The physician proceeded to insert the thunderbeat probe back into the patient¿s abdomen. At the first activation of the thunderbeat, the jaws broke inside the patient. The surgeon immediately removed the thunderbeat device and the broken piece from the abdomen. There was no patient or user harm reported due to the event. The intended procedure was successfully completed with the same usg-410, but with another thunderbeat. It is unknown how the broken piece was retrieved and if there was a procedural delay. This event includes two reports: this report is for the thunderbeat, tb-0535fcs, lot kr145443, patient identifier (B)(6). The ultrasonic bipolar generator, usg-410, s/n (B)(4), is being reported under the medwatch with patient identifier (B)(6).